Manufacturer narrative:
Device passed the displacement and self test. No unexpected missing segment/partial display anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the screen of the insulin pump had become discolored with spots. The customer could not view his insulin pump well. Customer stated that the insulin pump was neither dropped nor bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.